Event description:
It was reported that during an unknown procedure, clips were malformed and also began to fall out of the device. Another like device was used to complete the procedure. There was a slight delay in the procedure to get a new device, estimation is unknown. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.